Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to perform a pump reset, and after completing the reset, the error code did not reappear. The caller was able to successfully start a new sensor session.